Event description:
It was alleged that the cot dropped when the emt's were attempting to lower a patient. It was alleged that the cot dropped onto the leg of one of the emt's. The patient was not affected as a result of the event. It was alleged that one of the emt's required unspecified medical intervention and also received a six inch bruise to their upper left leg.